Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse in the memory power supply. The system operates as intended.

Event description:
The customer reported the system would not produce an image. No patient injury was reported.